Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10445. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the annular rupture was interaction between the device and the calcification in the lvot. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tf tavr case the delivery system balloon burst during deployment of the 26mm s3 valve. An effusion was noted post-implant and a pericardiocentesis was performed with a pericardial window in preparation for chest tube insertion. Of note, severe lvot calcification was present. Additional information was received, the suspected root cause of the effusion was an annular rupture due to calcification in the lvot. Additionally, the calcification most likely caused the balloon burst as well. There was no indication the balloon burst caused the effusion. The patient had open heart surgery on the day of tavr and the chest was never closed. The patient was moved to the ICU that evening. Dic occurred and the patient passed away on (B)(6) 2020.

Manufacturer narrative:
Corrected a.3. Added additional information to a.2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.